Event description:
It was reported that that pressure test failed and was out of specification. The event occurred during testing. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
One device was returned for evaluation. Review of event log found no event history related to the current complaint. There was no service history within the last 12 months. Visual/functional testing was performed. Could not confirm customer complaint of ¿pressure test failed and out of specifications¿. Performed downstream occlusion test/pressure test 3 times and device passed all 3 tests. Calibrated downstream occlusion (dso) sensor. Device passed all verification test criteria.